Manufacturer narrative:
A steris service technician arrived onsite to inspect the eagle 3000 sterilizer and spoke with facility personnel regarding the reported event. While onsite, the technician learned that the unit had alarmed "jacket flooded". This alarm will occur when water is present in the sterilizer's jacket. As water was present in the jacket, this allowed water to enter the unit's chamber. Following the alarm, an employee opened the sterilizer's chamber door causing water to pour out of the unit and the reported event to occur. After the "jacket flooded" alarm, the eagle 3000 sterilizer's service and maintenance procedures states (pg. 5-6), "warning - burn hazard: do not attempt to open the sterilizer door. Only a qualified service technician thoroughly familiar with sterilizer operation should attempt to clear a jacket flood alarm." Upon inspection of the unit, the technician found that the ck1 valve was not operating properly allowing water to enter and fill the jacket and chamber. The technician replaced the ck1 valve, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while operating their eagle 3000 sterilizer.